Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is that too much force was applied to the rigid tube and that the cable come into connect with any sharp-edged or pointed objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope was observed with the rigid tube dented and bent. There was no patient involvement.